Event description:
Letter I sent via email to alcon: greetings; I am writing to complain about your clear care 3% peroxide contact cleaning solution. I have not had any problems in the past using this type of product but since having to switch to yours due to it being the only option on most store shelves I have a real problem. Most other similar products come with 2, 12ounce bottles and 2 neutralizing lens baskets which worked perfectly for me. The problem I am having with your product is that it only comes with 1 neutralizing lens basket, that worked fine for the first 12 ounce bottle. I am only half way through the second bottle and finding that even after 8 hours the solution is not completely neutralized and my lenses need extra efforts to clean manually enough to wear. This extra need to manually clean increases the possibility of damage to delicate soft lenses. Do I just have a defective cleaner basket? Why is there only 1 neutralizer between 24 ounces of solution? I would greatly appreciate some answers or help as I am very concerned that your product is damaging my lenses and my eyes but there seems to be no alternative products available for sensitive eyes such as mine. Truly yours, (B)(6). Response I received: 10/23/2023.thank you for providing your product concern/feedback. It has been submitted to alcon and your reference numbers are notifeye (B)(4), pr (B)(4). Response I received:10/25/2023. Regarding this case, I would like to ask for a few more details. Please answer the questions below. Event: date of incident:started (B)(6) 2023. What was your experience: only half way through the second bottle and finding that even after 8 hours the solution is not completely neutralized and my lenses need extra efforts to clean manually enough to wear. What date was the product purchased:08/06/23. Was the reported deficiency detected prior to use: no which eye(s) was/were involved in this incident: both. If applicable, have your symptoms resolved: after aggressively cleaned the lenses both stung a bit after putting them in. Did you seek medical attention: no. Were you able to wear lenses despite this issue: yes, no other choice. Have you resumed contact lens wear: yes. Have you used this product before without issue: no. Had you successfully used this specific bottle before the issue occurred: yes, nearly half way through current bottle. Are both the bottle and lens case available for return: yes. Clear care information: lot # (5-7 characters; a mixture of letters and numbers near the expiration date):1207a lens case, lot # (4-8 digits along the edge of the blue lid):w00001661. Where was the product purchased: walmart. Did you use the lens case that was included in the box: yes. What type of contact lens did you use with the product (brand name, type/design of lens):biofinity toric. Do you use any other lens care products along with clear care for cleaning, rinsing or rewetting your contacts (if so, please specify): equate saline solution. If so, did you use the lens care product prior to wearing your contacts or prior to soaking your contacts in clear care: no, I only use the saline solution for rinsing. How often do you replace the special case: when the cleaning solution runs out as prescribed on packaging. Was any part of the special case rinsed with water or any other solutions prior to use: no. How many hours did the lenses soak: no less than 6 and up to 8 hours. Are the lenses pre-rinsed with clear care solution for 5 seconds prior to soaking them: no. Did the solution bubble in the case: yes. Was the lens case filled past or below the line: no. Was the cup & disc exposed to or coated with any airborne contaminants, such as hairspray, air freshener, perfume, etc.: no. At any point did the solution overflow: no. Was the lens case shaken or accidentally knocked over: no. Have you reported this issue to any organization outside of alcon: not yet. If excessive bubbling, temperature of the room where the lenses were soaked/neutralized: no.